Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: material number and batch number is unknown; a lot history review could not be performed. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that insulin leaked from the unspecified bd¿ syringe during use. The following information was provided by the initial reporter: "caller reported she filled her insulin and when she went to put it in the pump insulin shot out everywhere. Customer couldn't identify where the insulin came out of, but it never went into the cartridge. Customer said she felt like something was wrong with the syringe when she was drawing her insulin, but she couldn't tell exactly what was wrong."